Event description:
The customer stated that potassium calibration slope was out of range low when using a new clinical chemistry serum ict calibrator, lot # 0505017. Trouble shooting found cloudiness in the defective calibrator. The issue was resolved by replacing the calibrator. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.